Event description:
Customer reported : during use on a ventilated patient, a medical examiner found an air leakage on the cuff. Customer confirmed that no additional harm to the patient. The information provided to date does not confirm if extubation an reintubation of a replacement tube was performed. Customer confirmed that no fault was identified during pretesting efforts. Covidien has attempted to gather further details surrounding the circumstances of this report without success.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.